Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's buttons on the insulin pump were flat. The customer stated that she was unsure of when her button presses were working because there was no click to confirm that she pressed the button. The customer stated that she was unable to hear the alert sounds even when the insulin pump was set on the long beep alert type. The call was disconnected from the customer. The customer's blood glucose was unknown. Nothing further reported.